Event description:
It was reported that five years ago this right ventricular (rv) lead exhibited high shock impedances measuring 112 ohms and currently it is measuring 170 ohms. Technical services recommended to deliver a max energy shock to evaluate the lead integrity. At this time, this rv lead remains in service. No adverse patient effects were reported.